Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 369 mg/dl. The customer was treated and indicated she was ok. The customer was advised to disconnect from the insulin pump. The customer is not calling back after receiving a new battery cap. The customer stated that the insulin was not dropped or bumped and not exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer stated that the display returned. The patient was advised that we will ship replacement battery cap as courtesy to rule out any possible issue with battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.